Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
G07001 - part/component/sub-assembly term not applicable. Device evaluation: 1 x zso-7-10 of lot c1593742 number was returned to cirl open in its original packaging. This file is linked to (B)(4) to capture user error for successfully placed ttso-8.5-7 (christmas stent) device in this event. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 23rd of october 2020. The returned device lab findings and observations can be referred through the attached files. A kink was noted at the 5th porthole on the tapered end on the pigtail. A 0.035" wire guide does not pass the kink. Image review: n/a. Documents review including IFU review: prior to distribution all zso-7-10 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zso-7-10 of lot number c1593742 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1593742. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used and had come in contact with the reported device. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a follow up report. The lab evaluation was carried out on 23-oct-2020, however the investigation is still on going. User advanced the wire guide through stent while found out the pigtail kink. User changed to christmas stent to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the wire guide through stent while found out the pigtail kink. User changed to christmas stent to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."